Manufacturer narrative:
The troponin t stat reagent lot number and expiration date were not provided. The field service engineer (fse) found an issue with the sample probe liquid level detection (lld) voltage. The fse adjusted the voltage and instrument performance testing results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas e 601 module. The initial result was 18 pg/ml. This result was reported outside of the laboratory where it was questioned by the nurse. The sample was repeated on the same module with a result of < 6 pg/ml with a data flag. The sample was repeated on a different e601 module with a result of < 6 pg/ml with a dat flag. The results of < 6 pg/ml were believed to be correct.